Manufacturer narrative:
Physio control replaced the device's therapy pcb assembly to resolve the reported issue. Physio determined the therapy pcb assembly was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device displayed the service message. In this state the device would be inoperable and defibrillation therapy would not be available if needed. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed the service message. In this state the device would be inoperable and defibrillation therapy would not be available if needed. Physio-control contacted the customer and no known impact or consequence to patient was reported.